Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system (lx 20) was leaking and generated erroneous results. Customer reported that the lx 20 gave erratic adc (analog to digital) errors on blood urea nitrogen (bunm) and creatinine (crem) results. Customer reported that they saw fluid on the cup module covers. Customer reported that the leak covered a 2 feet x 5 feet area underneath the instrument. Customer reported that they replaced the collar wash on the sample probe during troubleshooting. Customer reported that they repeated 80 samples after replacing the collar wash. Customer reported that 5 samples were incorrectly reported out of the laboratory. Customer reported that four of the five samples were emergency room samples. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the modular chemistry (mc) sample probe was draining liquid when running. The fse found an obstruction in the mc wash collar waste valve. The fse removed the obstruction, re-installed the valve and primed the system. The fse did not observe any further leaks after the repair. The fse calibrated the mc tests and ran quality control (qc).